Manufacturer narrative:
(B)(4). The complaint sample was returned for evaluation. The leakage at the dialysis lock and valve port marker with number (12) in the instruction for use. No leakage at the gas membrane fiber was found. The root cause of this event is a burr at the mold release of the locking pin, which caused the leakage. (B)(4).

Event description:
On (B)(6) 2012, (B)(6) identified a blood leakage out of the pressure vent at the bottom of 01971111 quadrox-ID oxygenator with filter (lot number 70075808). (B)(4).